Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that there was an emergency room visit due to diabetic ketoacidosis (dka) episode. Customer reported that the insulin pump experienced an unresponsive keypad. Customer also reported that the insulin pump alarmed battery out limit and has memory problems. Customer's blood glucose levels at the time of emergency room visit was 800 mg/dl.customer stated significant events leading to the hospitalization included dehydration. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product was replaced.